Event description:
IV pump was infusing medication albumin at a set rate. Pump notified to turn pump off and then back on, but no additional reason for message. Writer followed instructions. Pump infused again with same message. Pump then stopped making the rhythmic infusing sound and green light was still blinking indicating infusing and writer could see infusion pulling from back at faster looking rate. Infusion stopped and new pump used for patient.